Manufacturer narrative:
Reported event: an event regarding fretting involving an unknown implant stem was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as device remained implanted. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: the event cannot be confirmed without additional information. An explant picture was not provided but was referred to in the pi report. The x-ray represented a preoperative plan for revision. Root cause: a root cause cannot be ascribed to the case without additional information. As presented, if in fact there was trunnionosis and increased metal levels the lot numbers should be checked for the explants/implants and explants examined. Medical records would be required to determine the cause of the revision.    Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as device identification and operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. The reported unknown stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "right hip revision head and liner exchange. Pre-op diagnosis: failed right hip. Surgeon comment: 'trunnionosis - black trunnion.' No further information available per hospital." Rep supplied an explant picture and x-ray. Spoke to rep, who confirmed there are no allegations against the revised liner.